Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating the patient was experiencing discomfort at the ipg site, and the ipg was very superficial. It was also reported that the patient was lifting heavily, and the patient's leads had migrated down slightly, which was confirmed via imaging, and as a result was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2024 where the ipg was moved to the lower flak, and the leads were repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event is estimated. Section a4: weight of patient has not yet been provided.

Event description:
It was reported that the patient will potentially have a pocket revision for the ipg. The reason is unknown at this time.